Event description:
It was reported that the customer had damage on the top inside part of the reservoir compartment. Customer's blood glucose level was 112 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window.